Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 429 mg/dl and sensor glucose was reading in the 350 mg/dl. The customer was assisted with troubleshooting. The customer was treated with bolus where it recommended 15 unit but he stopped it at 8.6 unit. Customer checked his blood glucose while on the phone and it had come down to 395 mg/dl and in daily history and found that he had put in a blood glucose 99 mg/dl and then 303 mg/dl. Customer checked his blood glucose again and it was reading 436 mg/dl. Customer stated that he was at the end of this reservoir and he was going to change it now. Customer did not change his settings in the process of pushing buttons while half asleep. It was unknown if the insulin pump was on auto mode at the time of the incident. The insulin pump will not be returned for analysis.